Event description:
The customer declined to provide the patient's identifier or age.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Signals in the rdf showed the rbc detector began to change indicating an increase in the concentration of cells in the plasma line. If this had continued the 'cells were detected in the plasma line from the centrifuge' alarm would have been triggered. Possible causes of this alarm include an air bubble in front of the rbc detector, an incorrectly entered patient hematocrit or the occurrence of hemolysis. There were no other equipment alarms or other indications of a malfunctioning machine. The system operated as intended though an operator interaction cannot be ruled out. Root cause: based on the physician's evaluation of the patient, the review of the rdf for the procedure, and the evaluation of the machine, the root cause for the death is the patient's disease state.

Event description:
The customer reported that a patient expired during a therapeutic plasma exchange procedure. A 85% fluid balance was used during the procedure. The customer is not willing to share further details of the event. Per the customer, the patient was in critical condition already and died of cardiac arrest, autonomic dysfunction. The customer (physician) stated that the death was not related to the optia. Patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to a patient death, however, the patient death is attributed to the patient's disease state.

Manufacturer narrative:
Investigation: the day following the reported incident ((B)(6) 2013), terumo engineers checked the optia machine. An autotest was run on the equipment. All tests passed and no issues were found. The system was thoroughly checked and proper function was confirmed on (B)(4) 2013. Optia tpe procedure revision training was provided to the operators at the customer site. During the training, terumo bct particularly reinforced the anticoagulant (ac), fluid balance (fb) management based on total blood volume (tbv) on the system, and the choice of replacement fluid as well as some practice stated in the 'apheresis principles and practice' about fluid balance replacement fluid, the potential consequence of hypovolemic exchange (i.e. Hypotension).terumo bct demonstrated the impact that different replacement fluids had on the procedure parameters. The nurses also shared the reason for 85% fb used: it was to prevent fluid overload during the procedure because saline was usually infused to the patients prior to the procedure .investigation evaluation and corrective actions are in-process. A follow-up report will be provided.